Manufacturer narrative:
Product analysis:visually confirmed approximately ~4mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness found to be below print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. Inspection of the material hardness found to be below print specification.

Manufacturer narrative:
(B)(6) (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent unspecified spinal fusion surgery at l2 to l5. Intra-op, a screw at right l4 was reinserted after a screw had been inserted, the tip of t-25 ball ended driver got broken. The fragment could not be retrieved so final tightening was completed with the fragment being left in the patient's body.the surgical time was extended less than 15 min as a result of this event. Surgeon tried to use an egg handle driver but the patient's bones were hard and couldn't drill smoothly. So he changed to a t-handle driver but it got broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.